Manufacturer narrative:
Follow-up #1: date of submission 02/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2016 with the following findings: the black box showed a replace cartridge alarm on (B)(6) 2015 at 07:46; deliveries resumed at 14:22. On (B)(6) 2015 21:27, there was an unexplained pump reboot; pump was powered back on at (B)(6) 2015 01:00; deliveries never resumed. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at the end of testing, the basal history correctly showed 2.0u and total daily dose (tdd) showed 48.0u. There were no errors, alarms or warnings or pump reboots during testing. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose (bg) of 500 mg/dl with abdominal pain, polydipsia, nausea and vomiting associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and was hospitalized with diabetic ketoacidosis and treated with insulin via injection and IV fluids. During troubleshooting with customer technical support (cts), it was revealed that the basal history did not match the active basal program. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to the alleged inaccurate delivery issue.